Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019 .

Event description:
The customer reported a ventilator in which the oxygen not available alarm did not display, and without oxygen attached, the oxygen inlet pressure read 32 psi. There was no patient involvement / harm.

Manufacturer narrative:
Date recv'd by MFR: 05sep2019. Date of event: (B)(6) 2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the data acquisition printed circuit board assembly addressed and corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator in which the oxygen not available alarm did not display, and without oxygen attached, the oxygen inlet pressure read 32 psi. There was no patient involvement / harm.